Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to infection. The patient presented to the emergency room with fever, pain, and redness and swelling at the device pocket. Pus was observed, and laboratory tests were performed to confirm the infection. A new system was implanted approximately two weeks later. No additional adverse patient effects were reported.